Event description:
Olympus medical systems corp (omsc) was informed that during polypectomy, the snare got stuck in the patient. The doctor managed to remove it eventually by unspecified way. There was no report of patient injury regarding this report.

Manufacturer narrative:
The subject devices have not been returned to omsc for investigation. The exact cause of the user's experience could not be conclusively determined. A supplemental report will be submitted, if additional and significant information becomes available at a later time.